Event description:
It was stated that the customer was hospitalized on two occasions for diabetic ketoacidosis. On both hospitalizations, it was stated that his blood glucose levels were above 500. It was also stated that the insulin pump had a partial display and the customer was unable to read all of the characters on the screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.